Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for active exchange purge valve closed. The device's active exhalation control module was replaced to address the issue. The device passed all testing.